Event description:
It was reported a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) a watchman access system (was). A pericardial effusion was identified and the closure device was implanted in an effort to stop the pe. A pericardiocentesis was performed and the patient stabilized and fully recovered.

Manufacturer narrative:
B5 describe event or problem updated. D1-d4 suspect medical device updated. E1 initial reporter updated. G1 manufacturing site updated. H4 device manufacture date updated. H6 patient codes updated.

Event description:
It was reported a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) a watchman access system (was). A pericardial effusion was identified and the closure device was implanted in an effort to stop the pe. A pericardiocentesis was performed and the patient stabilized and fully recovered. It was further reported a perforation and the pe occurred at the laa. The pe was identified via transesophageal echocardiography (tee) during evaluation of closure device release criteria.